Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 90 mg/dl. The customer reported that the transmitter did not blink on green. The customer disconnected and reconnected a few times. The customer removed the sensor and discovered that the electrode is missing. The customer will return the sensor for analysis.